Event description:
The device was used during a laparoscopic sigmoid resection. Reportedly, the device cut to the end of the cartridge and the staples did not form properly. Another device was used to finish the procedure.